Event description:
A change in thresholds and a decrease in sensing were observed, one day post-implant. Lead repositioning was attempted; however, it was unsuccessful. As a result, the lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.